Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the anterior and posterior flanks on (B)(6) 2018 using the coolcurve applicator and to the posterior and anterior back bulge/back fat/bra fat on (B)(6) 2018 using the coolcurve applicator. The patient developed paradoxical hyperplasia (pah/ph) 7 months after treatment. The patient was diagnosed with pah in the back bulge/bra fat and flanks on (B)(6) 2018. The pah was described as firmer than the surrounding area and has the appearance of the shape of the applicator. There was visible enlargement.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the anterior and posterior flanks on (B)(6) 2018 using the coolcurve applicator and to the posterior and anterior back bulge/back fat/bra fat on (B)(6) 2018 using the coolcurve applicator. The patient developed paradoxical hyperplasia (pah/ph) 7 months after treatment. The patient was diagnosed with pah in the back bulge/bra fat and flanks on (B)(6) 2018. The pah was described as firmer than the surrounding area and has the appearance of the shape of the applicator. There was visible enlargement.

Manufacturer narrative:
This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the anterior and posterior flanks on (B)(6) 2018 using the coolcurve applicator and to the posterior and anterior back bulge/back fat/bra fat on (B)(6) 2018 using the coolcurve applicator. The patient developed paradoxical hyperplasia (pah/ph) 7 months after treatment. The patient was diagnosed with pah in the back bulge/bra fat and flanks on (B)(6) 2018. The pah was described as firmer than the surrounding area and has the appearance of the shape of the applicator. There was visible enlargement.